Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (10mg/ml a t 1.63mg/day), bupivicaine (10mg/ml at 1.63mg/day), and clonidine (200mcg/ml at 32.6mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had to relocate in (B)(6) 2012. At that time, she could not find anyone who would accept her as a patient and start managing her pump. Sometime later that year or earlier in 2013, she experienced withdrawal when her pump ran out of drug (the event date was reported as (B)(6) 2013). She eventually found a healthcare provider (hcp) who took over her care and agreed to start using her pump again to try and manage her pain. Unfortunately, he was not able to find the correct medication or dose that would work for her as every time they attempted to increase the daily dose, she would have adverse side effects consistent with overdose. She had been put on minimum rate. There were no further complications reported at this time.